Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having issues with the insulin pump. Customer stated that the pump is saying motor error and went through rewind about 3 times. Customer switched everything out after going swimming and re did the infusion set. Customer then got a motor error alarm in the middle of the night. Customer's blood glucose was 469 mg/dl at the time of the incident. Customer had a MRI done but the pump was taken off. Customer was able to rewind the pump. It was found that the customer had 3 motor error alarms. Customer was advised that the pump will need to be replaced due to multiple motor errors. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive no delivery error alarm or motor error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.